Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she thinks the basal could be off. Customer stated that her blood glucose was 102 mg/dl this morning and it rose to 638 mg/dl. Customer had nausea, stomach pain, and light headed due to the high blood glucose. Customer was advised that the symptoms may be indicative of the possible onset of diabetic ketoacidosis. Customer stated that the recent unexplained high blood glucose event began on (B)(6) 2016 when her blood glucose was at 518 mg/dl. Troubleshooting was performed and customer stated there are bubbles at the end of the tubing near the quick release. Customer was assisted in priming until the bubbles were no longer visible. Customer stated there is no movement on the line and she saw no drops coming out of the line. Customer was advised that the insulin should be stored at room temperature to prevent degassing when it warms in the pump. Customer will be sent a tubing clamp and was advised to call back to continue troubleshooting.